Manufacturer narrative:
Per the manufacturer's subsidiary, once the error message appeared the temperature could not be measured on the venous side. A new temperature sensor cable was replaced, but the issue was still not resolved. After the procedure, the system was turned off and rebooted resolving the issue.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, a "vent temp: check the temperature probe" error message was displayed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. Per the manufacturer's subsidiary, they tested the unit using a thermistor with around 37 degree celsius for 24 hours and could not duplicate the reported complaint. No part will be returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.